Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code (B)(4)(timeout moving to take-up position) error message was confirmed during the initial functional testing and archive data review. The root cause of the fault code (B)(4) was likely due to be a dirty brake in the drivetrain area, which may cause the brake to seize, likely attributed to user mishandling. No documented report was found showing that regular preventative maintenance (pm) was performed on the autopulse platform since the customer acquired it in 2017. The lack of regular maintenance could degrade the mechanical components of the drivetrain, including brake seizure. The secondary reported complaint that the autopulse platform displayed user advisory ua(B)(4) (discrepancy between load 1 and load 2 too large) error message was not confirmed during the functional testing but confirmed in the archive data. The ua(B)(4) was unable to be replicated during functional testing at the zoll service depot. The root cause of ua(B)(4) was due to defective load cells. The cracked covers and the defective load cells were likely attributed to mishandling such as a drop. The load cells were replaced to address ua(B)(4) error. Upon visual inspection, unrelated to the reported complaint, noticed a cracked top cover and front enclosure, likely caused by user mishandling. The top cover and front enclosure were replaced to address the observed physical damages. Functional testing failed due to fault code (B)(4) (timeout moving to take-up position) error message displayed upon powering up the platform, thus confirming the reported complaint. The brake was cleaned to address the fault code (B)(4). After cleaning the brake, the brake gap inspection was performed and verified the brake gap was within the specification. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) and an user advisory ua(B)(4) (discrepancy between load 1 and load 2 too large) error messages. The customer couldn't clear the error messages. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.)